Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the iol was found to be scratched. Iol injector plunger slide above iol during insertion and concerned that it may have scratched iol. Additional information was requested, but further no information was available.

Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and viscoelastic. Company handpiece was indicated. However, per the instructions for use (IFU) the company handpiece used is not qualified for the suspect lens used. The root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).